Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating the device. A supplemental will be submitted when the device eval is completed.

Event description:
It was reported that a device alarm for a constant door not fully latched message. There was no pt injury reported.